Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported high blood glucose. The blood glucose level was 473 mg/dl. The customer was assisted with delivering a bolus. During the delivery, the customer got a no delivery alarm. In troubleshooting, the insulin did exit. Proper calibration was explained to the customer. No further information was provided.